Event description:
Customer reported the alarm does not sound. Batteries have been replaced with a new supply. No visible damage reported. The customer did not provide a date when this was discovered. There was no patient incident or injury reported.

Manufacturer narrative:
Product was requested to be returned for eval and has not been received. Note instructions for use state: the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, the pir sensor is activated, or magnet is removed from face plate. (B)(4).